Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms during bolus. Customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Cannula was not bent. An additional 5.0 unit fixed prime was ran and customer was advised that cannula or site may be occluded. Customer was advised that sample cannulas would be sent. Customer's blood glucose was 496 mg/dl which was treated with manual injection.